Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the lead site. As a result, surgical intervention was undertaken wherein the system was explanted. The date of explant is unknown.